Event description:
The customer reported that during a rectum abdominoperineal amputation procedure, the device handle could not be reopened. It is not currently known if the device was applied to tissue at the time, and if so, how it was removed from the tissue. There was no injury to the patient.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This report is based on information provided by post market vigilance investigation personnel. One used lf4200 was received for evaluation. The returned product did not meet specification as received. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. Visual inspection found the knife is trapped and contained within the jaws. The customer reported that the handle locked to cut. The reported condition was confirmed. The jaws were stuck shut due to the knife is trapped and contained within the jaws. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. Any tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The investigation identified the root cause of the reported incident to be knife trap due to user error. The IFU cautions users to confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter. No trend has been identified for this failure mode. No corrective action is required. The provided lot number indicates that this product was manufactured in (B)(4). The appropriate personnel have been contacted and the manufacturing non-conformance search results will be recorded in the notes field of cts.